Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information through a post market follow-up (pmcf) survey for, dlp¿ pressure catheter placement set model 50010/11 that the user reported the device did not perform as expected when conducting procedures due to kinking/twisting of the catheter prior to or during use. This was reported to be related to the tortuous anatomy of the vessel. There was no report of any clinical or patient impact.